Event description:
A broken cryocyte bag. The break was discovered during thawing. The customer could not specify the location of the break. The bag contained 80ml of tc-t cells, 68ml of which were infused into the pt. The pt's infusion was delayed as a result of the bag breakage. Customer did not provide information regarding engraftment. The bag was frozen entirely in liquid nitrogen. The duration of storage was approximately 9 months. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.